Event description:
On (B) (6) 2009, pt reported his infusion device displayed e6 (mechanical error) and now will not turn on. Pt stated he inserted a battery and the infusion device continued to beep and the screen was blank. Had pt inserted a new battery and screen remained blank. Pt reported the e6 error messages have been ongoing for 1-month. He stated he would occasionally remove and reinsert battery to clear error messages and other times he had to reset the infusion device by returning the piston rod. Pt reported he switched to his backup infusion device today. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.